Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from support to perform a pump reset, and the error did not occur again, allowing the customer to successfully start their sensor session.